Manufacturer narrative:
On (B)(6) 2016 it was identified that the initial report (manufacturer report number 3005094123-2016-00031) was filed on the incorrect suspect medical device. The suspect medical device was changed from the architect total b-hcg assay ((B)(4), lot 58827ui00) manufactured at (B)(6) to the architect i1000sr analyzer manufactured at abbott manufacturing, (B)(6). However, the product evaluation of the architect i1000sr analyzer (B)(4) was completed and determined that there was no product deficiency and no malfunction and there was no death or injury. Therefore, this event is no longer reportable.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer generated a false negative b-hcg result while using the architect i2000sr analyzer. The customer indicated the initial result was negative (<1.2) and the retest result was positive (result not provided) for a known pregnant patient. There was no impact to patient management reported.